Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that their pain stimulator is not working right. Caller stated that they are having a lot of problems with it, and it cuts off every night. Caller added that for several weeks they have been getting a message that says to call medtronic with system problem rm03. Caller noted that it takes them 3 hours to charge the implant. Caller mentioned that they left a message last night to their medtronic rep. Agent walked caller through removing the battery pack and plugging controller into the ac power cord. Confirmed controller powers on. Caller inserted the battery and confirmed green flashing light above screen. Controller is 100% and implant is 40%. Caller confirmed no physical damage on recharger cord. Caller then connected recharging antenna and confirmed charging excellent. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. While documenting caller called back stated that same message appeared system problem rm03. The issue was not resolved. A request was sent to repair for recharger replacement.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient mentioned charger would stop charging, would have to take plug from charger, blow in to try to get to work, would take 2 hours or longer to finish charging. Patient also mentioned trouble shooting performed like taking charger plug out of controller, blow to see if dust was in either one - take battery out(2-3 times a night) to see if battery was ok. Patient mentioned now it works.